Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger/modem was resetting. Upon investigation the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, the q1 current-controlling transistor was shorted on the bedside pca. The root cause for the u1003, u104, and q1 failure could not be positively identified. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery will not charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was an open f1 fuse in the battery. The cause for the open fuse was excessive current. The root cause for the excessive current could not be positively identified. No adverse event resulted from the defective battery charger or battery pack.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and battery pack sn (B)(4). It was reported that the battery charger was resetting and that the battery pack was unable to charge.